Event description:
It was reported that approx 2 months post implantation the lens was explanted from the pt's right eye and replaced with a different model lens due to z-syndrome with capsular contraction. The pt's prognosis was reported as "good".

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.